Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-71843.

Event description:
Customer reported he was hospitalized on (B)(6) 2015. The customer stated he had not been feeling well for a few days and then the insulin pump alarmed compromised force sensor resistor. Blood glucose value was over 600 mg/dl. Customer experienced vomiting. The insulin pump is being replaced.